Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of infection and peritonitis in a male patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis. Dianeal therapy was ongoing. During a call with baxter customer services (bcs), the following information was reported. Per the consumer, on (B)(6) 2012 the patient was diagnosed with and hospitalized for an infection. The nurse clarified that the infection was peritonitis. A peritoneal effluent culture was performed on an unreported date and showed no growth. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k28030 and h12b10050 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.